Event description:
It was reported via e-mail that the customer received a no delivery alarm while changing the infusion set and also had noticed leaking insulin as well, but it was unknown if the reservoir or the infusion set leaks. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.